Manufacturer narrative:
(B)(4). One used irrigation tubing set, without packaging, was received for evaluation. Upon visual observation, a small hole was noted in the tubing where the connector and tube meet. The flexible protective cover was not returned for evaluation. However, the outer diameter of the tubing connector (at the section where the protective cover sits) was measured according to the blueprint specification and found to be within acceptable tolerance. Based on the sample analysis results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. The tubing appeared to have been stretched / manipulated at the connector portion. The reported event summary did indicate that there was some difficulty in removing the flexible protective cover from the tube end and the protective cover may have been cut off as a result. However, it could not be definitively determined where in the assembly, packaging, or use of the set this could have potentially occurred. Bbmi has shared this reported event with all applicable supervisors and personnel involved with the manufacturing of this product in order to heighten awareness of this event and failure mode reported from the field. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a thorough batch record review could not be performed. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked from a small hole in the tubing. The medication used was a chemotherapy agent, mitomycin. At approximately 9:25 am, the patient had the chemotherapy agent instilled into his bladder to treat bladder cancer. At approximately 9:55 am, when the foley catheter was unclamped to drain the mitomycin, it was noted that his bladder was empty and the mitomycin leaked into his bedsheets. The patient's skin was flushed to remove the mitomycin, and there was no injury noted to the patient. The patient was discharged home that day. The doctor was made aware that this occurred and no additional treatment was ordered. The hole in the tubing was noted at the area where the distal flexible connector was removed. The reporter stated that it is very difficult to remove the distal flexible end without cutting it off, and this is what may have happened to cause the hole in the tube.